Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for low and erratic blood glucose test results using 2 different true metrix meters (internal report reference number (B)(4)). The customer is concerned with test results from results obtained of 66, 81 and 75 mg/dl. The customer¿s expected am fasting blood glucose test result range is 98-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/30/2025 and open vial date is 1-2 weeks. The meter memory was reviewed for previous test result history: result 1: 66 mg/dl date: 4/22 time: 8:07am fasting result 2: 210 mg/dl date: 4/21 time: 8:44pm non-fasting result 3: 81 mg/dl date: 4/21 time: 7:02am fasting result 4: 178 mg/dl date: 4/20 time: 8:04pm non fasting result 5: 131 mg/dl date: 4/20 time: 6:42pm fasting result 6: 75 mg/dl date: 4/20 time: 8:21am fasting.